Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm due to blank display. Motor passed motor test. (B)(4).

Event description:
The customer reported that the insulin pump had motor error alarm. The customer's blood glucose was 137 mg/dl. Customer was able to complete pump rewind. The troubleshooting was performed for the motor error. The displacement test was performed and it was passed. The customer also stated that her insulin pump rewinded by itself. The insulin pump will be returned for analysis.